Event description:
It was reported by the affiliate that a 7f 11cm brite tip sheath introducer (si) was attempted to be inserted into the vessel, but it couldn't be inserted. The brite tip was removed from the patient and was confirmed that the distal tip was frayed. Therefore, the physician stopped using the sheath introducer, and used another one. The procedure was finished successfully. There was no patient injury reported. The product was clinically used. The device will not be returned for analysis. The product appeared normal when taken from its packaging and before the procedure. There was no difficulty flushing or assembling the devices. The access site lesion is unknown. The access site was not a cto or stenosed. There was no excessive force used to insert the sheath.

Manufacturer narrative:
Complaint conclusion: during an unknown procedure, it was reported that a 7f, 11cm brite tip sheath introducer could not be inserted into an unknown vessel. Upon removal the distal tip of the sheath introducer was noted to be frayed. There was no reported patient injury. The access site for the procedure is unknown, but was neither stenosed nor occluded. The brite tip sheath introducer appeared normal when removed from the package. The device assembled normally and flushed without difficulty prior to the procedure. The physician attempted to insert the sheath introducer into the vessel and it couldn¿t be inserted. There was no excessive force used to insert the sheath. It is unknown if a dilator was used prior to insertion. Upon removal it was noted that the distal tip of the sheath introducer was frayed. The physician exchanged the sheath introducer for another and successfully finished the procedure. No other information is available. A device history record was conducted of lot # 15897707 and showed no nonconformances, excursions, or anomalies during the manufacturing and inspection process that can be associated with the reported complaint. Without the return of the device for analysis, the reported customer complaint ¿frayed/split/torn in patient and insertion difficulty ¿could not be confirmed and the exact cause of the difficulty experienced by the customer could not be determined. However, it is possible that procedural factors and/or vessel characteristics may have influenced the event. Neither the DHR, nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.